Event description:
It was reported that during a supply change the user could not observe drops at the needle tip and noticed fluid leaking back into the pump cartridge, consistent with a cartridge leak; after the agent advised replacing the cartridge, drops were observed and function was restored. Investigation included user education and troubleshooting over the phone. Further investigation of this case revealed that replacing the cartridge resolved the issue, indicating a likely faulty or compromised cartridge. No symptoms were experienced by the user during the event and no reported adverse clinical effects. Outcomes included no reported clinical impact and no alerts or alarms. It was concluded that, based on previously established findings for similar reports, the event was attributable to a leaking cartridge and that device function returned to normal after cartridge replacement.